Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, the field representative called technical services (ts) with interrogation difficulty. Reportedly, the device was successfully interrogated prior to implant; however, unsuccessful once placed within the pocket. The ts recommendation was to turn off the programmer and move the wand away from the device. The recommended actions were successful at completing the in pocket interrogation and the implant procedure completed. No adverse patient effects were reported and to date no further complications reported.